Event description:
It was reported that before the procedure, a burnt smell was found when the device was turned on. The procedure was finally completed using the original device. There were no patient complications.